Event description:
Breast implantation, (6 mos later) june-1974- prolonged flu, joint problems, extreme hardness, burning pain for the past 24 years- all through chest & arms. Had no medical record except 20 pages which include 3 births- for first 30 years of rptr's life- rptr has thousands since 1977 on implants. Rptr has bone marrow problems which has been diagnosed as "silicosis of lungs," liver problems, have had to have bone marrow biopsy & liver biopsy. Rptr was never sick before implants.